Manufacturer narrative:
Device evaluation results: the air-in-line sensor did not meet specifications. Replaced the air-in-line assembly.

Event description:
Reportedly, the device failed the annual air-in-line test. The device did not alarm as soon as it should have. No pt was involved.